Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone and email address were not provided. Reporter is a synthes sales consultant. Patient code 3191 used to capture the screwdriver malfunction resulting in the patient requiring a larger incision. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty removing screws that had been implanted for twenty (20) months. It was noted that the surgeon paid specific attention to ensure the screwdriver correctly fit into the head of the screw. While putting force on the screw, a crack was heard after two (2) turns of the screwdriver. Another screwdriver was placed in the extension of the screw. For better fixation, the surgeon hit the screwdriver. Once again additional force had to be used to remove the screw. When this also did not work, the surgeon widened the incision and an operace screwdriver was used. A surgical delay between five (5) and sixty (60) minutes was noted. The surgery was successfully completed and the patient outcome was reported as okay. Concomitant devices: operace screwdriver (part 80022, serial number (B)(4), quantity 1); guidewire ø2.8 w/thread-tip w/trocar l30 (part 292.680, lot unknown, quantity 1); cannscr ø6.5 self-drill l85 sst (part 208.473, lot 9520960, quantity 1); 6.5 mm and 7.3 mm cannulated screws (part/lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: the screwdriver was not returned. The provided x-rays were reviewed, but the narrative (difficulties during removal surgery) could not be verified from provided x-rays. The cannulated screw was used in a surgery to correct varus/valgus legs, which is not an intended use within trauma and could be assessed as off-label use. According to the surgical technique guide the cannulated screws are not indicated for varus /valgus correction. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.